Event description:
It was reported that the drill was broken during medical procedure. The tip of the drill remained in the patient's bone, so the tip was removed from the bone with hospital's tool.

Manufacturer narrative:
Lot # based on additional information. An event regarding fracture involving a 1/8" peg drill was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis concluded no material or manufacturing defects were observed. The peg drill device fractured in mixed-mode overload resulting from the application of a bending load. -medical records received and evaluation: not performed because no patient involvement was reported. -device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. -complaint history review: a complaint history review confirmed one similar event for the reported lot. Conclusions: the peg drill device fractured in mixed-mode overload resulting from the application of a bending load. No materials or manufacturing defects were observed on the device.

Event description:
It was reported that the drill was broken during medical procedure. The tip of the drill remained in the patient's bone, so the tip was removed from the bone with hospital's tool.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.